Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the metal inserter inside the anchor snapped off inside the anchor whilst the anchor was inside the bone leaving it sticking out in the patient. No patient injury reported.

Event description:
It was reported that the metal inserter inside the anchor snapped off inside the anchor whilst the anchor was inside the bone leaving it sticking out in the patient. No significant delay or patient injury reported.